Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a prolapse repair procedure on (B)(6) 2010 and the mesh was implanted. On (B)(6) 2012, the patient presented vaginal and sub-urinary erosion, rectal pain, dyspareunia and fatigue. No further information is available.